Event description:
It was reported to boston scientific corp that a wallflex partially covered esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, the stent deployed while the physician was pulling back on the stent catheter. The physician was holding the blue catheter at the pt's mouth. The tech had partially opened the stent, and the physician was pulling back on the blue catheter in an attempt to wedge the flare of the stent into the stricture near the esophageal g junction. The physician thought he was adjusting the position of the stent as he was pulling back on the catheter, but it was actually deploying as one end of the stent was wedged into the stricture. The stent was misplaced, so it only partially covered the stricture. The following day, the physician removed the stent, and the procedure was completed with another wallflex esophageal stent. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(Positioning/placement problem). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.